Manufacturer narrative:
On 06-jan-2021 product investigation results:product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Mouth bleeding [mouth haemorrhage], pinched inside cheek, mouth injured, wound [mouth injury], bottom half of the brush head was suddenly broken - oral-b [device breakage]. Case description: consumer contacted via e-mail and stated that while he/she was brushing his/her teeth, the bottom half of the brush head was suddenly broken. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Mouth bleeding [mouth haemorrhage], pinched inside cheek, mouth injured, wound [mouth injury], bottom half of the brush head was suddenly broken - oral-b [device breakage]. Consumer contacted via e-mail and stated that while he/she was brushing his/her teeth, the bottom half of the brush head was suddenly broken. No serious injury was reported.